Event description:
The radiologist was unable to remove the needle from the device and unable to safely complete the biopsy. There was not enough tissue obtained. The patient required an additional biopsy to rule out malignancy.